Event description:
Follow-up information received stated the patient's physician indicated the patient is doing fine.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient's axium neurostimulator system was explanted due to the patient developing spinal meningitis. No further information has been made available to the manufacturer.